Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with acute abdominal pain. Lactate dehydrogenase (ldh) elevated and echocardiogram (echo) appeared normal. The pump "clotted off" and the percutaneous lead was then disconnected from system controller. Add'l info received 2 days later stated that a palliative care consult was ordered. Due to substance abuse, the pt is not a candidate for a pump replacement or transplant.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.